Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a onetouch ultraeasy meter, performed within 30 minutes of each other. No results were provided; but the reporter claimed that the results on the subject meter were 40mg/dl higher than the comparison meter. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.